Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burning irritation that was red and bleeding after applying defibrillator gel to the therapy electrodes daily. Labeling instructs patients to apply defibrillator gel only when prompted by the device. The patient's physician prescribed hydrocortisone cream. The final medical outcome is unknown.